Event description:
It was reported that the patient presented in clinic for initial Right Ventricular (RV) lead implant. During procedure, the RV lead exhibited difficulty in rotating into the ventricular septum. It was noted that the torque transfer on the lead became unpredictable and varied between slow transfers and rapid jumps. A rapid jump resulted in the RV lead perforating the patient's heart. The RV lead was not implanted, and a replacement was successfully implanted on (b)(6) 2026. The patient was stable throughout.